Manufacturer narrative:
Bci customer technical support (cts) had the customer do a visual check of the hydro for pinched line(s) but the customer stated nothing could be determined. Service visited the site on (B)(4) 2011. The field service engineer (fse) found the leak was no foam from black elbow/tube and zip tied it, and cleaned the leak. The fse found the cap for wash concentrate was cracked open, and replaced the wash concentrate. The fse cleaned out canister, repaired cap, primed and washed all cuvettes. This resolved the issue, and acceptable water blanks were obtained.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on unicel dxc 800 pro synchron clinical system. The customer stated that the instrument is getting low 10 psi air pressure and that the regulator was releasing pressure, and what appears to be no-foam was leaking from the regulators relief vent. No injury was reported and there was no effect to patient or user.